Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the clevis pin was returned taped to the instrument. The clevis pin had fallen out of the intended location the holds the grips in place when opening and closing. The clevis pin did not show any damage. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the single-site crocodile grasper instrument allegedly broke off into the patient and the fragment was retrieved.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the screw at the tip of the single-site crocodile grasper instrument fell inside the patient and was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated the tip was retrieved during the same da vinci procedure. The instrument was checked prior to use and no problems were noted. The reporter denied that any x-rays were taken as a result of the piece falling into the patient. There was no patient harm, adverse outcome or injury to the patient. It was reported the patient was doing well and had not returned with any post operative complications.